Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's lifevest was digging into his skin, causing pain in his ribs. The patient's physician recommended using a patch on his skin to numb the area to the pain. Follow-up indicated that the patient's pain was improving.